Event description:
It was reported that the patient experienced a hypoglycemic event with a blood glucose of 58 mg/dl while using the ilet system with a libre 3 plus sensor, and the caregiver treated with 15 grams of fast-acting carbohydrate and waited 15 minutes, after which the patient¿s glucose stabilized to 160 mg/dl; education was provided to treat the low first, allow glucose to trend up and stabilize, then announce for a meal. Customer care provided support that included troubleshooting with education on low glucose management and meal announcement timing. Investigation of this case revealed no device malfunction or component issue identified and the cause of the hypoglycemia remained unclear. No symptoms associated with hypoglycemia reported. Outcomes included recovery without hospitalization and successful resolution after oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.